Event description:
Reporter indicated a vns pt received high impedance on a system diagnostic test. The pt underwent generator replacement in 2007. The pt has not reported any manipulation or trauma. Pa and lateral chest and neck x-rays were reviewed by the MFR. A gross lead fracture was found near the electrode site. It was also noted the strain relief is not per labeling recommendations in that at least 1 cm of the lead following the anchor tether is not parallel to the nerve and no strain relief loop is present. Revision surgery is likely. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.